Manufacturer narrative:
The field service engineer (fse) observed the instrument was in ready state. During visual inspection of the substrate pump assembly, the fse observed the substrate pump valve screw was slightly loose and tightened the screw. The fse inspected all the tubing and probes for the substrate pump. During inspection of the substrate probe, the fse observed the probe tubing was worn. The fse performed a device diagnostics substrate volume test and the results revealed the instrument dispensed substrate was slightly higher than half of the volume from the manual dispensed substrate. The fse replaced the substrate probe and primed the substrate fluidics system ten cycles to circulate the substrate through the system and exercised the substrate pump assembly. The fse performed a second substrate volume test, and the results of the instrument dispensed substrate reaction vessel's revealed a higher volume than the previous test but slightly lower than the manual dispensed substrate reaction vessel. The fse performed system check and results revealed a failed washed portion. The first three values were slightly low and increasing between repetitions until stabilization. The fse repeated system check and results of the washed portion passed. Due to instability, the fse replaced the substrate pump assembly. The fse completed system performance tests and noted all test results passed within specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the substrate pump/valve assembly. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported sample counts outside limits system error involving the unicel® dxc 600i synchron® access® clinical system. The customer wore personal protective equipment (ppe) and performed system troubleshooting. No system issues were noted. Beckman coulter customer technical support (cts) suggested the customer to replace the substrate probe and prime the substrate. The customer did note some quality control (qc) failures, and beta human chorionic gonadotrophin (bhcg) quality control was low and suppressed. The customer repeated qc and noted it was acceptable. The customer was analyzing qc and correlation studies at the time of the event. Actual patient results were not impacted. There was no patient consequence associated with this event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.